Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure to treat esophageal varices performed on (B)(6) 2024. The device was placed correctly onto the endoscope. Prior to the procedure, before the endoscope was inserted into the patient, the physician tested the device by attempting to deploy the first band, and it deployed successfully. A second attempt was made outside the patient; however, the band would not deploy and appeared as if the band was caught. The device was removed, and the physician opened a new speedband superview super 7. This device was tested and used without any problem. The procedure was completed with this new speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved within the ligator cap and the two bands were damaged.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands still on it, and two bands were overlapped and damaged, which are consistent with the findings per media analysis on the provided photo. The ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator housing had five bands still on it, two bands were overlapped and damaged, and the ligator housing teeth were damaged. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands could not be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on this ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure to treat esophageal varices performed on (B)(6) 2024. The device was placed correctly onto the endoscope. Prior to the procedure, before the endoscope was inserted into the patient, the physician tested the device by attempting to deploy the first band, and it deployed successfully. A second attempt was made outside the patient; however, the band would not deploy and appeared as if the band was caught. The device was removed, and the physician opened a new speedband superview super 7. This device was tested and used without any problem. The procedure was completed with this new speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved within the ligator cap and the two bands were damaged.